Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a female patient who was injected with radiesse into the nose. In 2018, four weeks after the treatment with radiesse, the patient felt as if radiesse moved to her lip. The event was reported as ongoing and therefore considered as not resolved. Follow-up information was received on 17-jul-2018: the reporter informed that due to the patient's feeling that radiesse moved to lip, the physician felt that the best option was to take the radiesse out. Corrective treatment included removal of radiesse out of the lip. The outcome of the event was reported as resolved, in 2018. Follow-up information was received on 02-aug-2018: the case was upgraded to serious. The physician informed that radiesse® was surgically removed out of the lip, in 2018. After the surgical removal no further treatment was necessary.